Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 374 mg/dl and a bolus was delivered to address bg. Pump system check with tandem technical support (cts) found an air bubble in the cartridge pigtail tubing. Contact declined further assistance from cts.